Manufacturer narrative:
A backlight inverter printed circuit board (pcb), graphic user interface (gui) backlight cable and a gui pcb were returned to covidi en/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when an 840 ventilator was turned the device failed the post (power on self-test). The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter pcbs. The se performed extended self-testing on the device and all tests passed.